Event description:
It was reported that the customer was experiencing sensor errors. Customer stated his blood glucose was possibly at 40 mg/dl but also stated his blood glucose was 170 mg/dl, he received a calibration error and reset the alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.